Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer primed coulter dxh diluent lot number 3510680 from the instrument and replaced with coulter dxh diluent with lot number 015614k. He primed the system with new diluent and ran daily checks multiple times with no plt failures after the exchange. The system was verified with latron and controls. (B)(4). This MDR is related to MDR 1061932-2014-02184 for same issue with another coulter dxh diluent lot number at the same customer facility.